Event description:
During a procedure, air was continuously pulled from the agilis 13f sheath's inner lumen after inserting the non-abbott (boston scientific farawave) catheter. The catheter was removed from the sheath and a flush was performed. The catheter was re-inserted, and air was still being pulled from the sheath. The agilis 13f sheath was replaced, and the procedure was completed with no adverse consequences to the patient.